Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by bench repair. The touchscreen was reported to be unresponsive, and multiple calibration attempts did not resolve the issue. The display also remained dim at maximum brightness which is captured under a separate record. Evaluation determined that the installed display was an older-generation component, requiring replacement of the complete screen assembly, including the pcba ui, touchscreen, display, and associated cables. Bench replaced the touchscreen user interface (ui) assembly with navigation ring to resolve the reported issue. After repair, the device configuration was restored to factory settings in accordance with the applicable testing and verification procedures. All required checks were completed to confirm restoration of the device to pre-failure operating conditions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated by bench repair. The touchscreen was reported to be unresponsive, and multiple calibration attempts did not resolve the issue. The display also remained dim at maximum brightness which is captured under a separate record. Evaluation determined that the installed display was an older-generation component, requiring replacement of the complete screen assembly, including the printed circuit board assembly (pcba) user interface (ui), touchscreen, display, and associated cables. The investigation is ongoing.